Manufacturer narrative:
(B)(4). This report of a leak from a drain line extension set was not confirmed. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The actual sample was discarded and a companion sample was not available.

Event description:
A baxter homecare services representative (hcsr) sent an email notification of a complaint on behalf of a customer to corporate product surveillance on (B)(6), 2011. The customer reported an extension set used with the homechoice machine which leaks. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.